Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The software was re-installed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system could not import patient exams from a cd. When trying to load the cd into the software the system would exit the software. The issue was resolved by reinstalling the software. Additional information that the issue was the software would exit when they launched the software.